Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Device was pulled for a case where the tip was defective. (Heater wire is bent) it was not used on the patient, discovered before the case started. The hospital did not report any patient effects. (The reason for this is because there was a patient in the or room and the intention was to use the device on the patient but it malfunctioned.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67)the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 to jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 08/18/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and bent away from the base of the hot jaw with detachment at the tip. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.